Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during the initial drain cycle of the automated peritoneal dialysis therapy. Per initial report, the home pt may have started the initial drain cycle prior to connecting transfer set to the pt line of the homechoice set. The home pt was connected at the time of the call to baxter's technical service center. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.